Manufacturer narrative:
The sureform 60 stapler instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure during the second removal of the sureform 60 stapler instrument, the instrument caught in the trocar. Once the instrument was removed, the sheath was damaged, and a piece of this sheath was retrieved from the abdominal cavity. An unspecified post-operative test was performed.